Manufacturer narrative:
Product event summary: at analysis it was not possible to duplicate the stated reason for return of "no stimulation output," the analyzer passed its incoming functional test. It was noted that no battery was present in the battery chamber when the analyzer was returned. A battery was added and the analyzer passed its functional and systems tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the software analyzer was returned because it had no stimulation output. It was further reported that the cable had been replaced but that the device required repair. The analyzer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported via follow-up that the issue occurred during an implant procedure.